Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise artifact soon after the s-ICD implant. Boston scientific technical services (ts) was contacted and discussed that this behavior is similiar to others with either a loose setscrew or punctured sealing ring and noted these cases usually resolve within a few weeks. This device was reprogrammed from secondary to primary sensing vector and the device tested normally. No adverse patient effects were reported.